Event description:
I have now installed three design g7 sensors in less than two weeks. Two failed in that time. Today the sensor lasted about 5 minutes because I was notified that "sensor failed"! That is ludicrous. I have looked up the device and found that it has a 70% failure rate. It is necessary for my type of diabetes because I have a lot of ups and downs. Can you get them to fix this issue? It shouldn't have this high of a failure rate. It is too dangerous of a disease to play around with. Pt. Code: 4582. Device code: 3023. Reference reports: mw5174546, mw5174547.